Event description:
It was reported that the lead integrity alert (lia) triggered for increased and high impedance. Therefore, the ventricular lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event. It was noted on the trend data that the patient alert triggered due to the high impedance. Oversensing and noise were also noted in the data.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the lead integrity alert (lia) triggered for increased and high impedance. Therefore the ventricular lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.